Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer stated that the infusion set separated at the lowest y-port, specifically the smart-site. The chemotherapeutic drug leaked and caused exposure to the patient and staff person. There was no report of patient harm.